Event description:
After 17 months of implantation, this ICD was explanted during a follow-up interrogation. The device could not be interrogated. In addition, there was no magnet response.

Manufacturer narrative:
Because the device was returned for analysis, no final conclusion can be drawn. However, it should be noted that the device in object is listed in the advisory notification issued by july 2005 on a limited population of alto devices, identified as group 3: premature battery depletion may occur in this population of implantable cardioverter defibrillators due to metal migration. Therefore, device component failure is suspected, however, identification of the failed component would be possible only in case the device is returned in our in-house laboratory.